Event description:
The customer reports the 9900 system will not boot. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation and found that there was no power from ps3 due to a failed fuse in the generator. Ps3 was replaced. The system was tested and operated as intended.